Event description:
Complainant alleged that the emergency room physician was defibrillating a 65 year old male pt in cardiac arrest, using electrodes (part number and date code unknown) with the device. The physician administered four shocks (joule settings unk) to the pt, but an arc was observed when the last shock was delivered. Upon removal of the anterior electrode, the physician observed that the pt had rec'd a burn to his chest. The pt subsequently expired.